Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged false positive results occurred. Confirmatory testing was performed using gram staining. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer is reporting false positives with their bactec instrument.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: "customer reported "false positives" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Bd service communicated with the customer to troubleshoot the issue. However, the customer did not wish to proceed with the investigation. This is an unconfirmed failure of the bd product. Root cause of false positives is not known. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this failure."

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged false positive results occurred. Confirmatory testing was performed using gram staining. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer is reporting false positives with their bactec instrument.